Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after the cgm and ilet were not in proximity and failed to communicate, leading to variable overnight glucose readings and a mismatch between cgm and fingerstick results; reconnection and recalibration were performed, and therapy continued. Symptoms included low blood glucose. Outcomes included temporary interference with activities and the need for oral carbohydrate treatment. Investigation included customer interview and troubleshooting with device reconnection and calibration. Investigation of this case revealed cgm¿ilet communication disruption with subsequent calibration discrepancy and successful restoration of function after reconnection. It was concluded that the event involved hypoglycemia of unclear cause with device communication interruption contributing, and no injury or hospitalization occurred. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.